Event description:
A malfunction alarm, identified as malfunction 12, was reported, and the code could not be reset. There was no reported impact to the customer¿s blood glucose level. The customer was advised to consult with a healthcare provider about backup insulin therapy.